Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the surgeon shared an x-ray of a fibulink that's locking cap became disassociated in vivo. No patient consequence. This complaint involves one (1) device. This report is for (1) fibulink® syndesmosis repair kit/ss . This report is 1 of 1 (B)(4).